Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was hospitalized for a week with no activity and the battery was low and then just quit. The patient had last recharged the device 1 week prior to the replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient had his implantable neurostimulator replaced because it had ¿just died.¿ there were further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported the device that was explanted on (B)(6)2017 was taken by the manufacturer's representative who was present at the explant. It was also noted the patient's weight on (B)(6)2017 was (B)(6)pounds. No symptoms and no further complications were reported.